Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, the hta procedure was completed successfully with no complications on (B)(6) 2010. There were no alarm or error messages generated on the console unit. On (B)(6) 2010, the patient was admitted to the hospital due to abdominal pain, cramping, and fever. The patient also had a condition called endometritis, an infection caused by fluid (blood and discharge) and bacteria being caught in the cervix. As of (B)(6) 2010, the only symptoms the patient had at that date were abdominal pain and cramping. The patient did not have a fever as of (B)(6) 2010. The patient was treated with antibiotics while at the hospital and was released (B)(6) 2010. The type of antibiotics administered to the patient has not been provided. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.